Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 and e4 are unknown. No information has been received to date.

Event description:
It was reported that the pump exhibited clutch and sensor errors. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 28 july 2022 via email and attached to complaint object: date of event: 20 may 2022. No patient involvement. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were missing, a non-original equipment manufacturer battery was identified, the top case corners were chipped, the right plunger case was cracked, the plunger case seal was missing, and the plunger flippers do not open all the way upon receipt. Error codes were found in the ehl (event history log). The customer reported problem was duplicated as the worm gear was found completely missing from the motor assembly and the push block was installed upside down. Root cause of the reported event is customer induced damage. Actions include installing the missing worm gear, and replaced the lead screw, clutch spring and both clutch halves as a preventative measure. Correctly repositioned the push block, performed power up process, preventive maintenance, occlusion test and all functional tests which passed. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.